Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the hemostasis valve would not close. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned in the left atrium. When the physician removed the dilator, it was not possible to close the hemostasis valve. He attempted to rotate it using gentle pressure without success. The procedure was completed with another was. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the valve was leaking blood. There were no clinical consequences due to the leak.